Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received in undeployed state. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of the second priming sequence without the cannula and needle deploying. The download data contains no timeouts, drive stalls, or hazard alarms. Upon investigation of the drive mechanism, the exact cause of rotational sensor error could not be determined. Upon manually turning the ratchet gear, the cannula and needle were found to deploy normally. The rotational sensor error prevented the cannula and needle from deploying after second priming sequence was completed.